Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss from the tubing. All components of the existing device were explanted and a new ipp was implanted. No additional information was reported.